Event description:
It was reported that during a one level l4-5 fusion performed on (B)(6) 2013, an s-lok rod was being placed between two screws, using the mini-max rod exchange dilators. The rod would not advance into the head of the tulip as the tulip rotated with respect to the dilator, such that the rod was sitting cross-wise across the tulip opening. The doctor tapped the rod holder with a mallet in an effort to get the rod seated. On fluoroscopy, it was noted that the tulip head appeared to bend inward at this point. The doctor proceeded to remove the screw, with the tulip shank and a saddle piece coming out, but as separate components. The fluoroscopy then showed the location of the other saddle piece, which was easily removed. The screw was replaced with another s-lok screw that was readily available to complete the procedure with no further issues.

Manufacturer narrative:
Dimensional eval of the screw components found all dimensions to be within design specifications. Visual eval did not identify and significant damage to the mating faces of the components. Indents, markings, and skiving were noted on the face of the tulip tangs. Based on the eval results and observations of the engineer present during the procedure, it appears that the rod sat on top of the tulip during attempted insertion. When the doctor impacted the rod holder, the force was transmitted to the tulip, driving it down with respect to the saddle and the shank of the screw. This force could cause the observed damage to the tulip as well as the disassembly. Review of the receiving inspection report found a total of (B)(4) units of this lot were received from the supplier and released for distribution in (B)(4) 2012, with no deviation or anomalies. Review of complaint history did not reveal any additional issues of this nature reported for this lot, nor was there a trend identified for issues of this nature for the product family.